Event description:
It was reported that during an unknown procedure the paramedical team encountered a problem at the time of use: the reload of the clamp did not engage, it was necessary to trigger the emergency maneuver to release the reload and to change the device which caused delay on the intervention for a crucial moment.

Manufacturer narrative:
(B)(4) date sent: 3/23/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information received: the clamp reload did not engage, so it was necessary to trigger the emergency maneuver to release the reload and replace the device. Delay on intervention for a crucial time. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No or did the device start to deploy staples and cut but could not be completed (partially fire)? No or did the device fully fire and stop during the automatic knife return? No was there any difficulty opening the device? No is the current patient status known? Prolonged stay in intensive care unit initially unplanned after hemorrhagic shock due to disfunction of the device. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Yes, post-op hemorrhagic shock (h7), recovery, life threatening. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 3/25/2026 d4: batch # 120d04. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 120d04, and no non-conformances were identified.